Event description:
During manufacturer review of product analysis results for an explanted vns generator, it was noted the "as-received" settings were indicative of an interrupted vns diagnostics test as the off time was set to 60 minutes. Sixty minutes off is the default setting for the systems diagnostics test, and an interruption in the test can cause the off time to change to 60 minutes. In addition, 60 minutes off time is not a therapeutic setting. The date of this event is unk. Review of available programming history did not reveal any anomalies, but the history was limited. All attempts to obtain treating neurologist info for further follow-up have been unsuccessful to date.

Manufacturer narrative:
The correct event date is provided per the programming history. Analysis of programming history.

Event description:
Updated vns programming history for the patient was reviewed by the manufacturer. The dates range from (B)(6) 2005 to (B)(6) 2010. A faulted systems test occurred on (B)(6) 2010, and no final interrogation was performed. At the next interrogation on (B)(6) 2010, the initial interrogation has settings of 1ma/30hz/500pulsewidth/30sec on/60min off. The hz setting was decreased to 20 and then back to 30, but no other settings were changed. At the last interrogation on (B)(6) 2010, settings were 1ma/30hz/500pulsewidth/30sec on/60min off. The device was later explanted on (B)(6) 2010. This explains why the as-received settings for the explanted generator were 1ma/30hz/500pulsewidth/30sec on/60min off.